Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e nvpro-16, serial/lot #: (B)(4), ubd: 03-jul-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34-millimeter (mm) transcatheter bioprosthetic valve, during the first deployment, the valve dislodged up above the annulus and was recaptured. The cause of the dislodgement was the sizing of the valve was borderline and the native annulus had a very elliptical left ventricular outflow tract (lvot) with a particularly small minor axis of 17mm. The patient began to feel unwell and was observed to be severely hypotensive. An aortogram and ventriculogram were performed and showed torrential aortic regurgitation (ar) but no other aortic or ventricular injury. Cardiopulmonary resuscitation (CPR) commenced, in addition to anesthetic support, with the administration of medication. A chest compression device (lucas) was mounted and took over the CPR. A transoesophageal echocardiogram (toe) identified a prolapsed aortic leaflet that was the cause of the ar. The delivery catheter system (dcs) was reintroduced with the chest compression device paused. The valve was partially deployed and recaptured a second time, due to the valve placement was too deep and this attempt was complex due to the use of the chest compression device. The valve was implanted in a satisfactory position after the third attempt and the chest compression device was restarted for 15 minutes. The patient appeared to be responding and the chest compression device was deactivated. However, a short time later, the patient crashed again and entered multiple episodes of ventricular tachycardia (vt) that were unresponsive to shock. It was noted on toe that there was no activity within the heart the patient was pronounced dead. It was reported that a prolapsed aortic leaflet was caused by the placement of the valve and led to the torrential aortic regurgitation, which resulted in a suicide ventricle. The death was caused by the suicide ventricle.